Event description:
The user facility reported that employees obtained a burn to their hands after handling instrument packs processed in their V-PRO maX 2 Sterilizers. Report of injury. It is unknown if medical treatment was sought or administered.

Manufacturer narrative:
Investigation in progress. A follow-up report will be submitted when additional information becomes available.